Event description:
It was reported that the atrial lead was sensing, but would not pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the outer insulation had cosmetic environmental stress cracking, was breached cut and has a cosmetic depression. There was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.